Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial #: (B)(4) description: scs 50cm iii lead.

Event description:
A report was received that the patient underwent an unknown procedure wherein an ipg and leads was returned for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information could be obtained. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed. Sc-2138-50 (sn (B)(4)) device evaluation indicated that the lead body was cleanly cut into pieces. X-ray inspection found no cable fractures. Damage to the device was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient underwent an unknown procedure wherein an ipg and leads was returned for an unknown reason.